Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented in clinic for follow up. Upon interrogation, it was discovered, the right ventricular and atrial leads oversensed noise. The right ventricular and atrial leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. A complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.